Manufacturer narrative:
Concomitant medical products: 4087 lead, implanted: (B)(6) 2003. 4086 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was removed from the right side and a replacement ipg system was implanted on the left side. No further patient complications have been reported as a result of this event.